Manufacturer narrative:
(B)(4).

Event description:
It was reported that"signal loss" occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device.` no product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.